Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device overheated during testing. Further investigation revealed corrosion damage to the press plug and the motor. The mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro sagittal saw was sent in for repair due to overheating during preparation for a procedure. No adverse event was associated with the device; another device was used for the procedure.